Manufacturer narrative:
This device is an investigational device in china however ziv6 ptx is a legally marketed device in the us. PMA/510(k)#: p100022/s001. The ziv6-35-125-5.0-80-ptx-ci stent of lot number c1010052 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation. These were reviewed and the following comments were provided by the independent reviewer: ¿findings: implantation angiography and 12 and 13 month post implantation ultrasounds are provided along with the complaint report. The target lesion was a 55% distal sfa stenosis (1.4/4.1mm) and a 50% stenosis slightly more distal, 50% stenosis at the adductor canal superimposed on a diffusely small sfa from diffuse atherosclerosis. The anterior tibial artery and peroneal artery both occluded just proximal the ankle. The posterior tibial artery was occluded just distal its origin. No inflow stenosis was imaged. The target lesion was angioplastied and then stented to resolution with a zilver ptx stent. Follow up ultrasounds demonstrate severe sfa stenosis proximal the stent progressing to occlusion in the mid stent and then reconstituting distally. Partial stent patency was likely maintained by a muscular sfa branch that originated from the mid distal stent segment after stenting. Impression: severe stenosis proximal the stent progressing to occlusion by the mid distal stent was present on both follow up ultrasounds. Occlusion was likely the result of a combination of in-stent neointimal hyperplasia and progression of atherosclerotic sfa stenosis proximal the stent. Patency was challenged by diffusely small sfa and limited runoff. Significant findings relative to the patient¿s anatomy were observed. Runoff was limited. Significant findings relative to the disease state were observed. Atherosclerotic disease was extensive and progressed proximal the stent. The entire right sfa was diffusely narrowed but not significant enough to treat. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were observed. The stent stenosed proximal to and occluded distally.¿ according to the information provided, a secondary intervention was required; however details of the intervention are unknown. The customer complaint can be confirmed as imaging revealed severe stenosis which progressed to occlusion. According to the imaging review, severe stenosis proximal the stent progressed to occlusion in the mid stent. The occlusion was likely the result of a combination of in-stent neointimal hyperplasia and progression of atherosclerotic sfa stenosis proximal the stent. Stent patency was challenged by a diffusely small sfa and limited runoff. In addition, atherosclerotic disease was extensive and progressed proximal the stent. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction. The most likely cause of this event was in-stent neointimal hyperplasia and progression of atherosclerotic sfa stenosis; however a definitive root cause cannot be determined. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided intervention was required. Details regarding the intervention are unknown at this time. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images relating to this event. Initial description submitted as follows: protocol 13-008, pt. (B)(6), occlusion/restenosis requiring intervention possibly r/t product. The lesion morphology revealed mild calcification and no thrombus. There was no previous intervention in the study lesion. The study leg abi was 0.69 and the rutherford classification was three. The inflow tract was patent and there was no inflow tract stenosis treated prior to study stent placement. There were two patent runoff vessels. Baseline angiographic measurements revealed a proximal and distal reference vessel diameter (rvd) of 4.0 mm and 80% diameter stenosis. The lesion length was 60.0 mm. On (B)(6) 2014, the patient underwent pre-dilatation of study lesion with one inflation of a 4.0 x 60 mm balloon. One 5.0 mm x 80 mm (lot # c1010052, serial # (B)(4)) zilver ptx v study stent was placed in the right distal superficial femoral artery via contralateral access. The implanting physician noted no difficulty using the stent or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 5.0 x 60 mm balloon. At the conclusion of the case, there was no residual stenosis remaining in the study lesion. The post-procedural abi in the study leg was 0.93. On (B)(6) 2014 (two days post-procedure), the patient was discharged from the hospital taking aspirin and talcom. On (B)(6) 2015 (168 days post-procedure), the six-month follow-up clinical assessment was performed. The study leg abi was 0.92 and the rutherford classification was two. On (B)(6) 2015 (350 days post-procedure), the twelve-month follow-up clinical assessment and ultrasound was performed. The study leg abi was 0.79 and the rutherford classification was zero. The ultrasound revealed patency proximal and distal to the study lesion, but an occlusion within the study stent. On an unknown date in 2015, the patient experienced an occlusion/restenosis of the study lesion [query placed regarding event category]. The investigator evaluated this event and determined it was possibly related to the study product and procedure. On (B)(6) 2016 (399 days post-procedure), an ultrasound revealed patency proximal and distal to the study lesion, but an occlusion within the study stent. According to the information provided, a secondary intervention was required; however details of the intervention are unknown.

Manufacturer narrative:
This device is an investigational device in china however ziv6 ptx is a legally marketed device in the us. PMA/510(k)#: p100022/s001. The ziv6-35-125-5.0-80-ptx-ci stent of lot number c1010052 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. According to the information provided, a secondary intervention was required; however details of the intervention are unknown. From available information, it is known that the patient had pre-existing conditions including hypertension. The patient was enrolled in the study to treat the right distal sfa. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined and no other comments can be made at this time. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided intervention was required. Details regarding the intervention are unknown at this time. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Protocol (B)(4), pt. (B)(6), occlusion/restenosis requiring intervention possibly r/t product. The lesion morphology revealed mild calcification and no thrombus. There was no previous intervention in the study lesion. The study leg abi was 0.69 and the rutherford classification was three. The inflow tract was patent and there was no inflow tract stenosis treated prior to study stent placement. There were two patent runoff vessels. Baseline angiographic measurements revealed a proximal and distal reference vessel diameter (rvd) of 4.0 mm and 80% diameter stenosis. The lesion length was 60.0 mm. On (B)(6) 2014, the patient underwent pre-dilatation of study lesion with one inflation of a 4.0 x 60 mm balloon. One 5.0 mm x 80 mm (lot # c1010052, serial # (B)(4)) zilver® ptx® v study stent was placed in the right distal superficial femoral artery via contralateral access. The implanting physician noted no difficulty using the stent or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 5.0 x 60 mm balloon. At the conclusion of the case, there was no residual stenosis remaining in the study lesion. The post-procedural abi in the study leg was 0.93. On (B)(6) 2014 (two days post-procedure), the patient was discharged from the hospital taking aspirin and talcom. On (B)(6) 2015 (168 days post-procedure), the six-month follow-up clinical assessment was performed. The study leg abi was 0.92 and the rutherford classification was two. On (B)(6) 2015 (350 days post-procedure), the twelve-month follow-up clinical assessment and ultrasound was performed. The study leg abi was 0.79 and the rutherford classification was zero. The ultrasound revealed patency proximal and distal to the study lesion, but an occlusion within the study stent. On an unknown date in 2015, the patient experienced an occlusion/restenosis of the study lesion [query placed regarding event category]. The investigator evaluated this event and determined it was possibly related to the study product and procedure. On (B)(6) 2016 (399 days post-procedure), an ultrasound revealed patency proximal and distal to the study lesion, but an occlusion within the study stent. It is unknown if intervention was performed relating to the above reported occlusion of the study site. This information is currently pending confirmation with the study site.